Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. Service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is not relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. It was determined that the issue related to the stiff/stuck locking mechanism was due to user error and improper handling. The issue related to the insufficient /low power was due to normal wear. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the power of the compact air drive device was insufficient/low, and the locking mechanism was stiff/stuck. It was further determined that it was not possible to lock the attachment and the adjuster nut was dented which made it impossible to lock the attachment in the handpiece. It was determined that the device was not tight, and the motor would not deliver enough power. It was further observed that the coupling was defective. It was further determined that the device failed pretest for general condition, check the attachment coupling, check power with power test bench and check for air leak. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.